Event description:
It was reported that a 4mm tms was opened for insertion; however, when the surgeon was inspecting the implant, he observed a small unknown material (what looked like a fiber) attached to the implant. The implant was not used and there was no impact to the patient as another implant was used. It was noted that surgery was delayed by 10 minutes.

Manufacturer narrative:
Investigation is in progress.